Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the temperature was not tracking properly, but the biomed rep wasn¿t sure if it the issue was the probe, probe cable, or simply a malfunction. The end user put the machine into manual mode which was successful. The event occurred during patient use; however, there was no patient injury.